Event description:
During an implant procedure, a loss of sensing and impedance were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. Following explant, ra lead damage was visually confirmed and was suspected to be a result of difficulty placing the ra lead due to the patient's anatomy. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were low pacing impedance, loss of sensing, and lead damage during an implant procedure. As received, a complete lead was returned in one piece for analysis with the helix found to be retracted and clogged with dried blood/tissue. The reported events of low pacing impedance and loss of sensing were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported event of lead damage during the implant procedure was confirmed. Visual inspection revealed the lead was damaged at the proximal region. The cause of the lead damage was due to procedural damage.